Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The customer also noticed the mean corpuscular hemoglobin (mch) average was low. The volume of the leak was about 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The printouts and raw data were requested but were not provided.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/31/2015. The fse found that the pressure port of the waste chamber vc26 was clogged and was causing the leak. The fse cleared the clog from the pressure port, which repaired the leak. The repairs were verified per established procedures. (B)(4).